Event description:
It was reported that post implant, the lead dislodged over night. The lead was revised the following day but was exhibiting high impedances. Threshold values were also elevated. The pocket was reopened again and the lead was removed from the implantable pulse generator (ipg) port and reinserted. It was then that the right atrial (ra) lead impedances returned to normal. The device and the lead remain in use. No patient complications have been reported as a result of this event.